Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing. Technical services (ts) reviewed the presenting and stated that the far-field signal on the atrial channel was seen with every right ventricular (rv) pacing. The signal, however, was falling into post-ventricular atrial refractory period (pvarp) due to which it was not tracked. Ts recommended continue monitoring. This device remains in service. No adverse patient effects were reported.